Event description:
Additional information was reported, indicating that this rv lead was removed and replaced for the previously reported clinical observations. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that the right ventricular (rv) shock lead impedance (sli) jumped to greater than 180 ohms. It was discussed that the sli had been stable around 110 ohms and the rv pace impedance has also been increasing. Artifact was observed on stored episodes, which further suggests a lead issue. The field representative was going to talk the physician about the next steps, including if the physician wanted the implantable cardioverter defibrillator (ICD) turned off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.